Event description:
User facility reports incident of a leak between the arterial dialyzer connector and the tubing found at initiation of treatment. Due to potential for contamination the blood volume in the extracorporeal circuit was discarded resulting in ebl=250cc. A new line was set up to complete treatment. No patient injury or need for medical intervention is reported. This MDR is filed for blood loss only. The actual complaint sample was discarded at the time of the incident.